Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they stopped the platelet collection procedure when they saw what appeared to be hemolysis. Per the customer, the product collected was extremely lipemic. The customers lab indicated the presence of hemolysis. The patient is stable and no medical intervention was required. Full ID# (B)(6) the disposable set is not available for return.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found another report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Multiple attempts were made to obtain the plasma free hemoglobin results but the customer did not respond to any of the requests. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * donor susceptibility causing low level hemolysis in the platelet and plasma products. * high shear rates on a platelet (white stamp) disposable set resulting in hemolyzed blood back to donor due to one of the following causes: inappropriate needle gauge (sterile doc at customer or misassembly in manufacturing); occlusion or kinks in lines; return line occlusion; high hematocrit in needle, rbc line; loop vibration; centrifuge imbalance; needle flow rate too high; manufacturing defects (flashing, excess header lengths); failures in the control system cause high hematocrit in the reservoir.

Event description:
The customer reported that they stopped the platelet collection procedure when they saw what appeared to be hemolysis. Per the customer, the product collected was extremely lipemic. The customers lab indicated the presence of hemolysis. The patient is stable and no medical intervention was required. Full ID# (B)(6) the disposable set is not available for return.